Manufacturer narrative:
Correction: section d1. The brand name should have been "durata sts optim active fixation, df-4 connector" rather than "ultipace¿ lead, 65cm MRI." Correction: section d4. The wrong device information was previously entered. Correction: section d6a. The date of implant should have been "(B)(6) 2020" rather than "(B)(6) 2025."

Event description:
New information received noted that a re-occurrence of under-sensing was noted on the ICD and rv lead. Ventricular tachycardia (vt) ablation was performed to address the issue, however, was unsuccessful. Programming changes were performed to resolve the issue instead, and the patient will continue to be monitored. The patient condition was stable.

Event description:
It was reported that under-sensing was noted on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. No intervention was reported, and the patient will continue to be monitored. The patient condition was unknown.